Manufacturer narrative:
A follow-up report will be submitted once an investigation is conducted or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm while using while the (B)(6) application on the (B)(6). On 04-mar-2021, as a result, a glucose of ¿1.9¿ was reported and the customer had a loss of consciousness. The customer regained consciousness and was able to eat 20 pieces of dextrose for treatment. There was no third party medical treatment reported

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm-3l (missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During the investigation of the track and trend review related to alarm-3l cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3l have been reviewed. The review did not identify any additional trends that would indicate a product-related issue related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d1 (brand name) has been updated from freestyle librelink to freestyle libre 2, section d4 (serial no) has been updated from iphone7 to unk, d4 (model no) has been updated from 71733-01 to 71992-01.

Event description:
A customer reported no glucose alarm while using while the librelink application on the iphone 7. On (B)(6) 2021, as a result, a glucose of ¿1.9¿ was reported and the customer had a loss of consciousness. The customer regained consciousness and was able to eat 20 pieces of dextrose for treatment. There was no third party medical treatment reported.